Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The tip outer diameter (od) was measured using a digital snap gauge which is within specification. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual examination determined that the hypotube was broken 82cm distal to the strain relief. There was evidence of material resistance at the break sites. Additionally it was noted that the hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified circumflex artery. A 3.00x12mm promus premier¿ stent was selected. When the physician tried to push the device into the lesion, it was noted that the hypotube was broken and the catheter snapped in half. The device was completely removed from the patient and the procedure was completed. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified circumflex artery. A 3.00x12mm promus premier¿ stent was selected. When the physician tried to push the device into the lesion, it was noted that the hypotube was broken and the catheter snapped in half. The device was completely removed from the patient and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: under 18 years. (B)(4).